Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Nurse informed that on package 604636s lot j28927 was screw with length 40 mm. On operation was used screws 34 and 38 mm. Operation got longer about 5 minutes.

Manufacturer narrative:
The reported incident that cannulated screw asnis iii ø4.0x36mm tl12mm was alleged of issue s-115 (mix-up) could be confirmed. Based on investigation, the root cause was attributed to a manufacturing related issue. Non-conformance pr# (B)(4) is raised into the system to address the deviation. The device inspection revealed the following: visual inspection: screw head of the returned screw is lasermarked with cat# 604636 (36mm length). Dimensional inspection: the returned screw has been measured: 40mm length. Therefore a non-conformance (pr# (B)(4)) is raised to address the issue. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material or design related problems were found during the investigation.

Event description:
Nurse informed that on package 604636s lot j28927 was screw with length 40 mm. On operation was used screws 34 and 38 mm. Operation got longer about 5 minutes.